Manufacturer narrative:
(B)(4). The DHR for lot 18294 was reviewed. No ncs, reworks, or defects were found.

Manufacturer narrative:
(B)(4). Additional information requested, and received: was ph testing performed prior to explant to confirm recurrent reflux? No. After implant, was the device initially effective in controlling reflux? No. When did the recurrent reflux begin? Weeks following implant. What was the indications for implant that occurred on (B)(6) 2018? Reflux symptoms has the patient received any work-up for the dysphagia? If yes, please provide what was done and results. Esophageal manometry on (B)(6) 2018- normal study; video esophagram and chest x-ray on (B)(6) 2018- mild delay of passage of contrast through linx, but w/o obstruction, no evidence of gerd or hiatal hernia; egd/dilation on (B)(6) 2018- dilation to 20 mm; egd/dilation on (B)(6) 2019- dilation to 20 mm. What is the patient¿s current status? Ongoing dysphagia and excessive mucous production; following ent. Additional info received: patient gender: female, patient: (B)(6), d.o.b: (B)(6), patient bmi or weight: 30.78, implant date: (B)(6) 2018, explant date: (B)(6) 2019, device: 15 bead, clasp, lot 18294. Pre-implant tests: barium swallow, ph, egd. Esophagram: small hiatal hernia and normal esophageal peristalsis, egd: mild, esophagitis bravo: demeester scores: 53.6 and 20.7. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes (lpr). Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Ongoing gerd symptoms. Egd with dilatation (B)(6) 2018, (B)(6) 2019 esophagram (B)(6) 2018; ph impedence (B)(6) 2018. Was the device found in the correct position/geometry at the time of removal? Yes. Was a replacement linx device used? No. Linx was retained.

Event description:
It was reported that lxmc15, device was explanted. A nurse practitioner spoke to the patient a month ago and the patient was still having some intermittent dysphagia post explant.